Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that lead to a transmitter failure. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed. Share data log was reviewed and loss of connection was observed on the issue date. The reported customer complaint was confirmed. The root cause was determined to be a low transmitter battery that lead to a failure.